Manufacturer narrative:
Manufacturer device history records were reviewed. Review of the lead device history records confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported by the hospital that the patient had generator and lead replacement on (B)(6) 2014. The reason for lead replacement was not provided. The explanted generator was returned to the manufacturer, but the lead was not returned. Analysis of the explanted model 105 generator was completed. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. Review of the internal data of the generator shows that pre- and post- 25% change in impedance value on date of explant, (B)(6) 2014 was 10000 ohms. A 24-hour impedance measurement is performed immediately following a 24-hours battery voltage measurement. If the voltage changed more than 25% from the previously-saved voltage (indicating a 25% change in impedance), the new voltage is saved. Therefore, this provides evidence that high lead impedance was present prior to surgery. The lead was not returned with the generator. Therefore, it is believed that the lead was discarded and is not available to return to the manufacturer. Follow-up with the surgeon¿ office confirmed that the reason for full revision on (B)(6) 2014 was due to high impedance found by the neurologist. As a result, the neurologist referred the patient for generator and lead replacement surgery. The generator was replaced prophylactically. Review of the lead and generator device history records confirmed all quality tests were passed prior to distribution.